Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. Since the device was not returned and the root cause analysis difficult. According to attached picture, it was found that the stent body was fracture. The ek2420fdn2 is beta stent. Stent body is made of d-type cell and outer stent is made of s-type cell. Normally, the beta stent is implanted at (B)(6) and it is possible to be fractured stent body due to shrinkage-relaxation of stomach. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and there was no patient's info. Also it is difficult to reconstruct the situation at the time of procedure with limited information. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2016 stent was implanted at oesophageous/stomach. Unk, patient presented after experiencing two weeks of vomiting. On (B)(6) 2016 removal of ek2420fnd2 stent, it was found to be fractured.